Manufacturer narrative:
Correction: the investigation conclusions should have been "unintended use error caused or contributed to event", rather than "no problem detected".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricle (rv) lead had become dislodged. The physician removed the lead and discovered that the rv lead was contaminated with blood. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences.

Manufacturer narrative:
The reported issues were lead dislodgement and ¿the product was judged to be defective due to blood being mixed from the tip side of the lead between the outer coating and the conductor and refraining from use¿. When the lead was returned, it was in one piece but clogged with blood and tissue. After cleaning it, the lead could be extended and retracted properly, and its length was within the expected range. The defect due to blood mixing in the lead was confirmed. Visual inspection showed blood inside the lead near the tip. The cause of the defect was likely due to damage during the procedure. Electrical tests showed no breaks or internal shorts in the conductor.